Event description:
Description of event: caller mentioned their husband has a nevro hfx spinal cord stimulator (scs) and he has to change to a different setting every day because it¿s not giving him relief. If you have any questions regarding this letter for manufacturer notification, please do not hesitate to contact us. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).